Event description:
It was reported that a plastic bottle filled with 10l basic hemoconcentrate was contaminated with mold. The bottle was found to be damaged and contained black spots that resembled mold. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified particulate matter on the internal and external sides of the bottle. The sample was sent to an external laboratory for microbiological testing, which found the particulate matter to be fungus. The reported condition was verified. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.